Event description:
This is filed to report the clip opened while locked. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4+. The mitraclip delivery catheter (cds) was advanced, and the clip was placed on the medial side of a2/p2. However, after clip deployment, the clip slightly opened, approximately 20 degrees but remained stable on the leaflets. A second clip was placed on the lateral side to further reduce mr to 1-2. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.